Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images shows initial films show an isthmic grade ii spondylolisthesis treated with l5/s1 pedicle screws. There is not inter body support, screws in s1 are inappropriately small but the size is not specified and only 4.75 rods are used. Failure is noted with s1 screw breakage. This is treated by revision to larger 6.5 and 7.5mm screws and an anterior inter body graft for support.